Event description:
A customer reported via webform they received a "scan again in 10 minutes" message from the adc device. The customer was contacted and indicated that due to this issue, they were unable to obtain readings or glucose alarms and required treatment of juice provided by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted successfully. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba) and no issues were observed. The returned battery has been measured and results were within specification. Sensor was damaged during de-casing. Extended investigation has been performed on returned sensor. Attempted to extract data from the returned sensor and sensor did not read, inventory command failed. Visually inspected sensors pcba and observed the damage to the pcba during de-casing and observed that it was cracked. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan again in 10 minutes" message from the adc device. The customer was contacted and indicated that due to this issue, they were unable to obtain readings or glucose alarms and required treatment of juice provided by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11,224,227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured and it was within the specification range. An extended visual inspection was also performed on the returned de-cased sensor and no issues were observed. Attempted to extract data from returned sensor however sensor did not read and inventory command failed. A visual inspection was performed on the returned sensor's pcba and observed that the pcba had been damaged due to de-casing and was cracked right through the pcba. The returned battery voltage was measured and it was within the specification range. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan again in 10 minutes" message from the adc device. The customer was contacted and indicated that due to this issue, they were unable to obtain readings or glucose alarms and required treatment of juice provided by spouse. There was no report of death or permanent impairment associated with this event.